Event description:
It was reported that this right ventricular (rv) lead was explanted due to it presenting an increase in pacing threshold measurements but still within the allowed range, but the physician opted to replace it with a new lead. No additional patient effects were reported.